Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation there was damage to multiple cables on the electrode belt. The trunk cable connector was severed and missing, and the cables connecting ECG a, b and the front te and the distribution node to the rear therapy electrodes were cut, severing all wires in the cable sections. The root cause for the damaged cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.